Event description:
Turbo elite catheter would not pass over 0.014" guidewire. At the hub area, wire passed through when back loaded but was tight. New laser catheter was opened and used without difficulty.